Event description:
The customer reported the system's motorized function were inoperable. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on-site investigation. The motor was replaced. The system was then found to be operating as intended.